Event description:
Patient called on 05/2002 alleging that their one touch profile meter was giving inaccurate erratic readings. Patient was getting erratic readings of 54, high call doctor, 122, 55, and 81. These tests were done more than 30 minutes apart. Patient reportedly was hospitalized in 4/2002 because of the meter giving them erratic results. Patient felt that the "meter does not work right". Unable to contact the patient to obtain more information.